Manufacturer narrative:
Additional devices implanted and involved in this event: pxc201000/9308233 and pxc201000/8974945. (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On or about (B)(6) 2015, follow up imaging identified both a type ii endoleak originating from the right internal iliac artery and a proximal type I endoleak. It was reported that aneurysm enlargement of ~1.1 cm was identified, however there was no evidence of device migration. On (B)(6) 2016, an intervention was performed to treat the endoleaks. The right internal iliac artery was coil embolized, and an additional contralateral leg component was implanted into the right external iliac artery for distal extension on the previously implanted contralateral leg component. Additionally, a procedure was performed to treat the type I endoleak, whereby, an aortic extender component was implanted for proximal extension. Final angiography showed exclusion of both endoleaks, good wall apposition of the devices and the patient tolerated the procedure. It was reported the cause of the proximal type I endoleak was due to disease progression in the proximal aortic neck resulting in a lack of wall apposition of the trunk-ipsilateral leg component.